Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. No unexpected reset anomalies noted. Device primed properly. No unexpected back light anomalies noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had changed battery and reset the settings were off and has had to prime rewind more than once. It was reported that the screen was scratched can still read back light was not as bright very dim. The insulin pump will not be returned for analysis.